Event description:
It was reported that there was an emergency room visit for high blood glucose levels. Customer's blood glucose reading at time of emergency room visit was 597 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump communicated properly with glucose sensor simulator test. No unexpected lost sensor alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.